Event description:
Hospital complained that norian fast set putty 5cc was succesfully used after second surgery to cure a pt and then started to crack, crumble and build layers after 3-4 weeks, and the same occurred after the third surgery.